Manufacturer narrative:
E1: initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-two (22) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the membrane port. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak at the spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.